Event description:
The customer reported that the insulin pump had button error alarm. The blood glucose reading was 112mg/dl. Troubleshooting was performed. The caller stated that the device had a frozen display. Troubleshooting was performed. Instructed the customer to remove the battery for five minutes and to insert a new battery, but the frozen display continued with no advancement of the time. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump had unresponsive button and received button error alarms due to flattened dome on down arrow button. The insulin pump was tested with a test keypad and no frozen display noted.